Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the divider of a 3000ml exactamix eva dual chamber container had come off when the patient opened the sealed overpouch. This resulted in the mixing of the two chambers. This event occurred prior to use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.